Manufacturer narrative:
Date of event: unknown, not provided, but reported as 2 months post op, approximately (B)(6) 2016. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis multifocal intraocular lens (model zkb00, +22.5 diopter) was explanted in a secondary procedure because of patient complaining of glare. A non-amo intraocular lens of the same diopter was implanted as replacement lens for the patient. Additional information reports that the patient complained of glare about 2 months after initial surgery of (B)(6) 2016. No patient injury was reported and the patient was doing great when discharged. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 1/15/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The product was inspected by a qualified inspector using a 12x magnification. It can be seen that the lens is damaged on both sides most likely to make explant possible and due to transport. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.